Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an incorrect glucose result for one patient's sample that was generated by the au2700 automated chemistry analyzer. The customer reran the sample and resulted within normal range with out any flags. Patient treatment was not affected in this event.

Manufacturer narrative:
Qc was run prior to the event and all results were within specification. Per the customer supplied documents, the reaction monitors show an abnormal reaction curve. The rerun shows no abnormalities on the reaction curve. The root cause is unknown to date, but the lab suspects improper centrifugation.